Event description:
Customer complained about having multiple sensor errors. Customer stated that he had low blood glucose of 60 mg/dl in the morning and treated with food ingestion; then his glucose went up to 273 mg/dl and received a high predict alert and treated with insulin pump. Customer stated he inserted sensor in the morning; two inches away from the infusion set. During troubleshoot; the alert history was checked and history showed the customer received calibration error, sensor error, lost sensor and sensor end alerts. Customer stated the sensor end alert occurred after initialization. Customer removed the sensor and noticed the sensor cannula was completely bent against the adhesive. Current blood glucose level 93 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened and used sensor was inspected and the electrode was found bent. The sensor failed per inspection.